Event description:
It was reported that the physician was concerned about the patient's generator prematurely depleting. The generator's battery status indicator showed 50% the manufacturer's device history records were reviewed. The generator passed all functional and quality specifications prior to release. The generator was laser-routed. The internal data of the generator was reviewed. The generator was near to displaying a 25% battery status indicator, but only 51.726% of the battery was consumed. This is evidence of premature battery depletion. No other anomalies were identified. The patient underwent generator replacement. It was identified through an internal investigation that the observed premature battery depletion was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. The suspect product has not been received to date. No further relevant information has been received to date.